Event description:
It was reported that the biomed had an arctic sun device with a note that says it was having continuous low flow alarms. Customer requested quote for 2000-hour service and loaner. Per work order update on (B)(6) 2023, no patient involvement was reported. Per follow up information received via phone on 02-feb-2023, spoke with biomed and confirmed that there was no patient involvement reported. Per sample evaluation results received on 27feb2023, it was reported that the arctic sun device was primed to fill. It was stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Confirmed the presence of alert 1 and 2 low flow in patient data only. Low flow alerts could not be reproduced during testing. Unit was primed to fill. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. The device underwent pm servicing while in for repair. Circulation pump was serviced. Mixing pump was serviced. Replaced heater, drain valves, and both manifold o-rings. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the biomed had an arctic sun device with a note that says it was having continuous low flow alarms. Customer requested quote for 2000-hour service and loaner. Per work order update on 25-jan-2023, no patient involvement was reported. Per follow up information received via phone on 02-feb-2023, spoke with biomed and confirmed that there was no patient involvement reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(4). Device evaluated by MFR: the device was not returned.